Event description:
It was reported that the cylinders of this inflatable penile prosthesis, which had been implanted with no pump to replace a device from another manufacturer, were explanted due to pain and pending distal erosion. No further patient complications were reported.